Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no image black screen. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is attributed to component failure. If additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the gastrointestinal videoscope had a scope communication error b30 and a fuzzy or noisy image. The event occurred during inspection for use. There were no reports of patient involvement.